Manufacturer narrative:
One (1) photo was shared by the customer, where the item spiro is disconnected from the syringe, however, an unknown stopcock and microclaves are connected with the spiros. However, no damage, leaks, or anomalies are observed based on the photo. One (1) used list #ch2000s-pc, spinning spiros® connected to an unknown, three-way stopcock and extension tubing and an extra, bd plastipak 60 ml syringe were returned for evaluation. As received the rubber blue strap of the spiros was broken and the tip of the syringe was bent and the thread was damaged as well. The whole returned set and the spiro were tested and no internal/external leaks were observed after the test. Complaints of leaks can be confirmed, based on the damage observed on the returned syringe and that it came disconnected. The probable cause is due to a bent syringe during use, the probable cause of the broken blue rubber strap is unknown. No device history review (DHR) lot review was conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 8/1/2024.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing a ch2000s-pc connected at the proximal end of an infusion set. The photo was not of sufficient quality or resolution to determine if there was any cracking or defect that would lead to leaking, or air in line, or any other product failure. No device history record review was conducted because no lot number was identified.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a spinning spiros® closed male luer, purple cap. On the fourth day of the big protocol, the healthcare assistant from the sector notified the nurse around 4 pm (7 hours after the start of administration, out of the 12 hour period) that the chemotherapy syringe had an air in line alarm and air bubbles in the tubing near the syringe (cair) were identified. Upon arrival, the nurse did not observe air bubbles; however, the syringe axis was not straight and a drop of chemotherapy (cytarabine) leaked from the syringe at the junction between the syringe and the tubing, a crack was observed at the level of the secure connection assembled at the chemotherapy preparation unit. The infusion stopped, and the syringe was changed by extracting the remaining quantity of the chemotherapy without a secured device. Clinical consequences and current condition of the patient or person involved: handling of cytotoxic products by the healthcare providers, potential loss of product and thus effectiveness. The tubing has been tested by the cair manufacturer: no leakage defect has been identified during chemotherapy administration. During the event, the patient was stable, no one was harmed, no adverse event, blood loss, or delay in therapy. The air bubbles did not come into contact with the patient; an air eliminator filter was not used. The size of the air bubbles were not specified and physical defect with the device was not observed before use. There was no exposure to the cytotoxic product for the patient, however, there was exposure to the healthcare providers.